Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device withheld therapy due to wavelet. One therapy was delivered, the arrhythmia was not converted after multiple shocks. The device remains in use. No further patient complications have been reported as a result of this event.